Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for unknown pelvic health indications. The hcp reported that the patient needed an MRI to check on their multiple sclerosis, but the patient had said their stimulator was not working. They noted the patient had an MRI about a year ago. They called back later the same day with more information. The patient was told by their doctor the stimulator was not working, and it was going to be replaced at the end of october. The caller was unsure whether therapy was not working or if the ins battery was depleted. They received more information that the device did not work because of the low voltage in their ins. MRI guidelines for suspected end of service (eos) were reviewed. They were redirected to have the patient follow up with their healthcare provider to fill out their MRI eligibility form.